Event description:
Information received by medtronic indicated customer was hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 500 mg/dl at the time of the incident. Current blood glucose level was 171 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reported confusion at the time of hospitalization. The customer was treated with hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.